Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged but still partially inside the protective sheath. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Event description:
It was reported that during preparation of a 3.0x28 rx xience xpedition stent delivery system (sds), the protective sheath was removed without resistance and the stent dislodged. The stent was stretched and collapsed. The device was not used and there was no patient involvement. Another xience xpedition was used in the procedure successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.